Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that, the stent dislodged from the stent delivery system (sds) during preparation. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.